Event description:
It was reported that patient underwent total knee arthroplasty in late 2008. Subsequently, patient was revised in 2009, due to the locking bar coming loose from the tibial plate. The locking bar was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Other - quality evaluation of returned device found implant to be within design specifications. Examination of returned device was inconclusive; unable to determine if locking bar component had been fully seated.